Event description:
A peritoneal dialysis (pd) patient reported, a drain complication encountered, during treatment on the cycler. During the call, the patient stated, currently recovering from peritonitis. Additional information was obtained through follow-up. With the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2024, due to complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. Additionally, the patient¿s exit site was cultured. As it was suspected to be infected. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency and duration not provided). The cultures for both the exit site and pd effluent were positive for streptococcus pneumoniae. The pdrn stated, that a breach in aseptic technique was the cause of the exit site infection. The pdrn also stated, the peritonitis was likely caused, by the exit site infection spreading. The patient did not require hospitalization and is continuing pd therapy.